Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. During preparation of a 20 x 3.50mm promus premier drug-eluting stent, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. During preparation of a 20 x 3.50mm promus premier drug-eluting stent, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No complications were reported and the patient's status was stable. It was further reported that treatment was being carried out. The target lesion was over 80-85% stenosed and was located in the moderately tortuous and severely calcified circumflex artery. The device was advanced however, significant resistance was met and it only reached about one third of the lesion length. Promus premier ous mr 20 x 3.50mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to distal stent strut rows 8 and 9 with struts lifted. The outer diameter of the undamaged section of the stent was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple kinks along the hypotube. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found that there was damage to the tip. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.